Manufacturer narrative:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device does not pass the defibrillation test. There was no patient involvement. Available details indicate that the device exhibited symptoms of critical failure. Insufficient information is available to support final failure analysis since the customer did not respond to quote for device diagnosis. The quote has expired and the case has been cancelled but will be reopened if new information is obtained by philips. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has refused service by not responding to a device diagnosis quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: customer did not respond to quote for device diagnosis.

Event description:
It was reported to philips that the equipment does not pass the defibrillation test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.